Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Surgeon general, with an experience of more than 3 years of experience with the device. Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, they always do. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, always do. Was the washer inspected? If so, please describe. Where was the open staple? Anastomosis filter on two sides forward and back. What was the appearance of the rest of the staple line (b-form, malformed, etc.)? An open staple was evidenced in cavity. Was the ileostomy due to the issue experienced with the device? Yes, they left it protection. What is the current status of the patient? Would the surgeon be interested in speaking with ethicon medical and engineering. Personnel regarding the issues experienced? Yes.

Event description:
It was reported that during a total colectomy by laparoscopy, after performing the ileorectal anastomosis with the circular stapler, we proceed to perform a test, where there is evidence of leakage of fluid in the anastomosis. When checking the patient's cavity, an open staple was observed. Reinforcement of the anastomosis with manual suture and protection ileostomy was performed.